Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display. It was stated the screen was not blank after battery insertion. It was reported the time clock was not advancing when monitored for 3 minutes. Blood glucose level at the time of the incident was 4.4 mmol/l. The insulin pump will be returned for analysis.